Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer changed batteries six times in one day. It was advised that excessive battery changes indicated an internal power source issue. Customer did not receive a power error alarm. Customer's blood glucose was 3.6 mmol/l. Troubleshooting would be performed.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected replace battery now alarms noted during testing. However, unexpected low battery alarm was noted at the history files. The power graph analysis confirmed the low battery alarms due to non-sleep software anomaly. The insulin pump had cracked keypad overlay at the select button, minor scratched lcd window, case and keypad overlay.